Event description:
Date of event unknown. The user reported leakage of antibiotics from the y connector set. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The IV connector set has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.